Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effects of stenosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 the 5.0x80 mm absolute pro stent was implanted in the right, distal popliteal artery. On (B)(6) 2023 and (B)(6) 2024 the patient was re-hospitalized with restenosis of the stented segment. The restenosis was treated with percutaneous transluminal angioplasty using a drug coated balloon on both occasions. After the (B)(6) 2024 revascularization, the flow in the stented segment was improved; however, the patient still has rest pain because of several stenoses in other segments of the right leg. No additional information was provided.